Event description:
Complainant alleged that the emergency room clinicians were attempting to pace a patient, but although there was electrical capture, there was no mechanical capture. The complainant reported that the patient exhibited a pulse from their own inherent arrhythmia, but there was no patient pulse from the paced beat. The clinican raised both the ma and ppm setting to the highest settings, but the problem remained. The nurse then obtained another device and patient was successfully paced. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction, as the patient "was in very bad shape".